Event description:
Customer's family member calling for glucose controls. States pt had two low blood reactions. They were having seizures and paramedics were called. Pt was given an IV of dextrose. Paramedics tested their blood glucose and it was higher than customer's device. Results not supplied. Family member states pt took less insulin than pt was supposed to based on the results. No controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.